Manufacturer narrative:
Literature citation: greenberg dr, syan r, young-lin n, comiter cv, enemchukwu e. Outcomes of sacral nerve stimulation for treatment of refractory overactive bladder among octogenarians. Neuromodulation. 2019. 10.1111/ner.12981.this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. The authors reported "the majority of patients were white (75.4%), with 14 (3.7%) african americans, 14 (3.7%) asians, two (0.5%) native americans, 36 (9.6%) other, and 26 (7.0%) unknown." Specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead. Section other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, UDI#: asku; product ID: 3889, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: sacral nerve stimulation (sns) is an effective treatment for refractory overactive bladder (oab). However, advanced age is often cited as a reason to avoid sns in the elderly. This study evaluated the safety and efficacy of sns for refractory oab among an octogenarian population. The authors found the safety and efficacy of sns was similar between cohorts. The result suggested that sns was a safe and effective therapy that should be considered among the treatment options for refractory oab in octogenarian patients. The authors noted that further studies were needed to determine predictive factors of stage I success in elderly patients. Reported events: 5 patients had their device explanted due to infection. 5 patients had their device explanted due to extrusion. 3 patients had their device explanted due to pain. 31 patients had their device explanted due to ¿poor function.¿ 19 patients underwent a revision surgery for ¿battery exchange.¿ 13 patients underwent a revision surgery for ¿poor function.¿ 3 patients underwent a revision surgery for pain. 3 patients underwent a revision surgery for extrusion. 1 patient underwent a revision surgery for infection. 2 patients underwent a revision surgery for lead migration. There were no further complications reported or anticipated.